Event description:
Information was received from a patient regarding an external device to an implantable pump infusing an unknown drug for spinal pain indications. It was reported that the patient stated the communicator would not stop flashing blue and would not go solid. The patient stated they tried re-pairing the handset and communicator, but it wouldn't connect. The patient mentioned they had nothing but problems with this thing ever since they got it. The patient had the communicator turned off and the myptm app was left open. The manufacturer's patient services specialist (pss) assisted patient with closing the app and resyncing. The patient mentioned while on the call, the patient was able to get to the 90% retrieving pump settings then stated that it took a long time to get past 90%. Pss assisted patient with clearing data. The patient confirmed they could connect to the pump and deliver a bolus. The patient stated they deliver 3 boluses per day. The patient will monitor and call back if the issue persisted.

Manufacturer narrative:
Continuation of d10: product ID tm90t0 (serial: (B)(6)); product type: 0001-accessory. Section d references the main component of the system. Other medical products in use during the event include: brand name; product ID tm90t0 (serial: (B)(6)); product type: 0001-accessory brand name synchromed; product ID a820 (serial: unknown); product type: 0216-software. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.